Event description:
Hcp reported pump malfunction with underinifusion. The pt did not have any effect from the baclofen. The hcp later reported the pump did not malfunction but the cathter was kinked and replaced.